Manufacturer narrative:
The patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented for a scheduled appointment with the vad clinician. Upon review, the patient¿s hemoglobin 4.9 g/dl (hgb) with of inr 5.5. The patient presented with black stools, fatigue, dizziness, abdominal pain, bilateral pedal edema, and shortness of breath (sob). Anticoagulant at the time of event was aspirin and warfarin. The patient was admitted on (B)(6) 2018 and transfused with 3 units of packed red blood cells (prbc), 2 units of fresh frozen plasma (ffp) and IV protonix. A CT enterography revealed no bowel abnormalities, obstructions, or ischemia. The patient¿s hgb was 8.0 g/dl. An esophagogastroduodenoscopy (egd) was conducted, and a source of bleeding was not identified. The subject was discharged home in stable condition on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal bleeding (gi) could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.